Event description:
During surgery the b. Braun pump infusing dopamine made a very loud alarm and showed an alert device 2111. The pump had to be turned off and removed from the patient. The anesthesiologist had to immediately give other drugs to manage the liable bp until another pump could be obtained. No harm to the patient. The pump was plugged in the entire case. Biomed reviewed the pump history log and pump. The findings were the following:1) there are two errors in the memory:a) error 2111- voltage interrupted during operation - this usually happens when the battery is discharged. However, a few minutes before the pump stops working; the pump shows that the battery has enough charge to work for 11 hours.b) error 2114 ---- internal error - it is usually a defective main board. This error happened almost a year ago.c) the log shows internal alert issues that we need b. Braun to explain. We tested the pump and it is working fine so far.